Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.

Event description:
It was stated that the customer passed away. It was stated that the customer was wearing the insulin pump and went into diabetic ketoacidosis prior to passing away. The customer's wife agreed to return the insulin pump so that it can be analyzed